Event description:
It was reported that during pump prep at the end of priming when waiting for the red line to complete, the heartmate touch (hmt) lost connection. The hmt was reconnected, and the pump was still running. Prime was unable to be selected, as it was grayed-out. The pump was stopped using the 'pump stop" and stopped without incident. The pump prep was completed as usual.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a loss of connection during the end of priming while waiting for the red line to complete was not confirmed. Additional information provided stated that heartmate touch framework files would not be submitted, and no product would be returned. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ cover all alarms (visual and audible), including the disconnected system controller - heartmate touch app and the wireless connection lost - heartmate touch app messages, and the actions to take when the alarms occur. Heartmate 3 instructions for use (IFU) chapter 5 "surgical procedures" explains how to perform pump priming using the heartmate touch app, and states that priming lasts for five minutes. No further information was provided. The manufacturer is closing the file on this event.